Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty connecting the modular cable to the inline connector cannot be conclusively determined through this evaluation. Also, although low flow alarms were captured in the submitted log file, a specific cause could not be conclusively determined. The submitted controller event log file and the retrieved log file from the system controller contained data from 03oct2022 11:28:26 to 05oct2022 21:33:25. On 03oct2022 and 04oct2022, numerous low flow faults were captured, when the calculated flow dropped below to the low flow threshold, to as low as 2.4 liters per minute (lpm). Of these, 9 faults lasted 10 seconds or more and low flow alarms were captured. The driveline was disconnected on 05oct2022 from 21:33:57 and was then reconnected at 21:34:31; the pump stopped operating while the driveline was disconnected. The pump resumed operation at the set speed at 21:34:34. The driveline power fault alarm resolved when the driveline was disconnected at 21:33:57. The driveline disconnection on 05oct2022 from 21:33:57 to 21:34:31 is consistent with the reported information of the ventricular assist device (vad) coordinator attempting to exchange the products and encountering difficulties while attempting to establish a connection between the new modular cable and the pump cable. The driveline was disconnected again on 05oct2022 at 21:34:39, the power cables were disconnected from external power at 21:36:09, and the controller was then switched into sleep mode approximately 16 seconds later; these events are consistent with the controller being exchanged. The pump maintained a speed above the low speed limit while the driveline was connected. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) provides instructions for connecting the modular cable to the pump cable. This document also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the instructions for use provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 2, "system operations", (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the patient handbook, "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during modular cable exchange, the ventricular assist device (vad) coordinator had trouble connecting the modular cable at the pump cable connection. The patient was briefly placed back on the original modular cable and the second attempt at connecting the new modular cable was successful. Related manufacturer's report: 2916596-2022-14708.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.